Event description:
The customer reported that the jaws would not open as the blade was stuck halfway down the jaws. The instrument was removed by cutting the sealed tissue free from the jaws with a scalpel. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.